Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open at the proximal and middle sections. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a cavernöse aci li aneurysm with amorophous morphology aneurysm dimensions were unknown. Landing zone dimensions: 5.7 mm distal and 5.5 mm proximal. The patient¿s vessel tortuosity was severe. With a strongly elongated aci, the implant was difficult to guide into position but it was successful. The distal opening behavior was good, but the implant did not position itself from mid to proximal and had to be removed after several attempts. The pipeline was positioned in a bend (middle). The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed more than two times. No additional steps or other devices were required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. There was movement during placement (difficult placement/positioning). Multiple pipeline devices were not being used when movement occurred. The pipeline was implanted at the intended location. The pipeline did not miss the landing zone. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. It was unknown if dapt (dual antiplatelet treatment) was administered. It was unknown if there were any patient symptoms or complications associated with this event.

Manufacturer narrative:
H3 ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline vantage shield inner pouch. The pipeline vantage shield pusher was returned outside the phenome27 catheter. However, the braid was returned stuck within catheter hub. ¿ damage location details: no bent or kink was found with pushwire. The pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with re-sheathing marker, arms or with the proximal bumper. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline vantage shield braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body was found to be kinked at ~21.0cm from proximal end. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom catheter were measured to be within specifications. For, further examination; an in-house 0.0265¿ mandrel was inserted through the hub of the catheter without issue. The pipeline vantage shield braid was removed from catheter lumen. ¿ conclusion: based on the analysis findings, the pipeline vantage shield and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline vantage shield pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter body (kinking), and pipeline vantage shield braid (fraying); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result the broken end failed via mechanical damage (cutting/shearing). The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the pipeline failure to open was unknown but considered possibly due to the patient's severe vessel tortuosity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the proximal and middle sections. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a cavernöse aci li aneurysm with amorophous morphology aneurysm dimensions were unknown. Landing zone dimensions: 5.7 mm distal and 5.5 mm proximal. The patient¿s vessel tortuosity was severe. With a strongly elongated aci, the implant was difficult to guide into position but it was successful. The distal opening behavior was good, but the implant did not position itself from mid to proximal and had to be removed after several attempts. The pipeline was positioned in a bend (middle). The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed more than two times. No additional steps or other devices were required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. There was movement during placement (difficult placement/positioning). Multiple pipeline devices were not being used when movement occurred. The pipeline was implanted at the intended location. The pipeline did not miss the landing zone. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. It was unknown if dapt (dual antiplatelet treatment) was administered. There were no patient symptoms or complications associated with this event.